Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device notification(UDI) and/or 510k provided as this device is not released for distribution in the united states. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative suspects issue in c-arm. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, when fluoro was used, after receiving blank images, next image could not produced. The screen was in set up equipment displaying disconnected. Navigation system was rebooted and lan cable was replaced without resolution. It was reported that the c-arm was rebooted which resolved the issue. The procedure was completed with the use of navigation. There was a delay of 20 minutes. No known impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided.